Event description:
It was reported that during a surgical procedure at the user facility, the device was losing pressure. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences.